Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple temperature alarms occurred while the customer was charging the pump. Reportedly, the pump was not exposed to extreme temperatures and the alarms repeated while the pump was charging. Customer's blood glucose level was 178 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.